Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the maryland bipolar forceps instrument developed a frayed cable. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.